Manufacturer narrative:
Concomitant medical products: product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The consumer reported that they had been getting little shocks since the device was implanted but they were getting worse at the time of the report. They had not had any falls or trauma. The patient was indicated for spinal pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information reported that no steps were taken to resolve the shocking that was getting worse. The patient contacted a physician's office that required a referral which the patient's physician faxed to the other physician's office. The patient was waiting for a response as to whether or not the physician will see them.